Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower speed error alarm and a patient circuit occluded alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue was occurring as soon as the device was powered on. The blower could not be heard running. The rse recommended to replace the blower assembly. Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification regarding the device use at the time of the event. No response or further information was received from the customer. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. On (B)(6) 2026, a field service engineer (fse) went to the customer site and replaced the blower assembly to resolve the issue. Following the blower assembly replacement, the fse completed a performance verification test (pvt) before returning the device to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.